Manufacturer narrative:
(B)(4). Teleflex will not be receiving the part for evaluation. As reported the field service engineer replaced the battery. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex will continue to monitor.

Event description:
It was reported via a field service report: (B)(4). Symptom: short battery run time. Pump turned off during patient transport. Pump switched out quickly with no patient issues. Findings/action taken: unconfirmed. Replaced battery.